Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify motor position encoder error alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error after exposure to MRI. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unable to describe the possible damage the drive support cap and that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.